Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient condition was stable.

Manufacturer narrative:
The field event of premature depletion was not confirmed. An abnormal transient voltage drop was detected. The voltage drop is consistent with li deposit in the battery. Further analysis will not be performed at this time per legal hold.